Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's infusion set was leaking. Customer stated the insulin is exiting through the tubing. Customer also stated they were working at time of reporting and would call back to troubleshoot. Blood glucose level was not provided at time of reporting. Nothing further reported.